Manufacturer narrative:
During investigation on (B)(6) 2020, the autopulse platform (sn (B)(4) failed load cell characterization test. The root cause for the observed failure is due to the defective load cell. The cracked covers and defective load cell were likely attributed to mishandling such as a drop. Upon visual inspection, noticed large vertical crack on the top cover and a small crack on the screw well area of the front enclosure. The observed physical damages were appeared to be the characteristics of harsh impact, caused by user mishandling such as drop. The top cover and the front enclosure need to be replaced to address the physical damage. The autopulse platform passed initial functional testing without any fault or error. Upon further testing, the platform failed load cell characterization test due to defective load cell 2. The load cell 2 need to be replaced to address the observed failure. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
During investigation on (B)(6) 2020, the autopulse platform (sn (B)(4) failed load cell characterization test. No patient involvement.